Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube, a broken reservoir tube lip, cracked belt clip slot, broken battery tube threads and a missing end cap sticker.

Event description:
It was reported that the customer had a crack near the reservoir compartment on the insulin pump. Customer stated that she has had high blood glucose levels and can't read her serial number because she is visually impaired. Customer has changed out the infusion set three times today due to high blood glucose levels. Customer's pump was purchased for her by medicare. Customer stated that one of the infusion sets did not stay in and popped out. Customer is now on quick sets and referred to the reservoir falling out, not the infusion set itself. Customer stated that she dropped the pump. Customer was advised that insulin pump will need to be replaced and to discontinue use of the pump. Customer declined troubleshooting for high blood glucose levels. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.